Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment: a forty-two-year-old male patient with acute myocardial infarction / cardiogenic shock. Impella cp implanted. Treated for 4 days of support, during which pump repositioning was advised. Team declined to reposition. After pump explant, patient acutely decompensated. Imaging with echocardiogram (echo) showed a ruptured mitral chord. After examining pre-support imaging, physician could not determine when injury may have occurred. Impella cp to be coded conservatively to papillary muscle rupture. A placement signal complaint discrepancy of 20mmhg from arterial cuff pressure was also noted during care. No patient consequence. Engineering assessment: during impella cp support, the placement signal was reported to be 20 points lower than arterial and cuff pressures. The pump was slightly deep on echo, but repositioning was not pursued. Patient decompensated after explant, and the team noted a ruptured mitral chord. The physician could not confirm when the injury may have occurred. Patient was successfully weaned from support.

Manufacturer narrative:
D4: corrected the serial number, catalog number, and UDI